Manufacturer narrative:
Concomitant medical products: product ID 37761, serial# (B)(4), product type recharger product ID: 37761, serial# (B)(4), product type recharger. Analysis of the desktop charger (s/n (B)(4) found the connector pins on the cable assembly were broken. (B)(4). Applies to the desktop charger that was returned. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for non-malignant pain reported the connector pin on the desktop charger broke. No out of box failure was reported. The consumer didn't want the implantable neurostimulator (ins) battery to die so they turned stimulation off and their pain returned. Eventually they turned the ins back on, but it was on low and felt like the battery was dying. It was reviewed with the consumer they should charge and turn stimulation back to normal levels, but if the pain didn't subside they should contact their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.